Event description:
During a dialysis treatment, a blood pump rotor spring broke. There was no pt injury or medical intervention.

Manufacturer narrative:
Test procedure followed: qara 146 section 9.0, revision: g. Mfg specifications tested to (if not clearly established in test procedure): visual. The returned blood pump rotor was visually inspected and confirmed that one of the springs on rotor were broken. Upon dissassembly of rotor it was noticed that one of the springs broke in half.